Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during clinical use the intra-aortic balloon (iab) had blood in the pneumatic interface module (pim). There was patient involvement, but no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse verified blood was present in the pim. Based on the evaluation the blood back event occurred due to a leak in the balloon. A separate complaint was created for the intra-aortic balloon pump (iabp) involved in this event.